Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer also stated that the insulin pump had crack in the battery compartment and serial number in back of the insulin pump was faded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and advised to replace the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned device for alleged blank display, labeling anomaly and cosmetic damage located at the battery compartment and serial number label found on october 20, 2022 the device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on electric board and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. Serial number and svn are properly labeled. The following were noted during visual inspection: missing display window/cover, serial number label missing, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage was confirmed at the battery compartment and serial label confirmed. Exposed to moisture confirmed on electric board and force sensor. Labeling anomaly not confirmed in visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.